Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure. No further information is available.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.